Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt stopped using her scs system in 2006 due to being in remission from (B)(6). At this time the pt's pain has returned. The pt underwent revision surgery on (B)(6) 2012 where her ipg was replaced with an eon mini and a second lead was implanted. The pt is now receiving effective stimulation.